Event description:
The complainant reported a patient on impella cp ssupport. It was reported that there was "distorsion" .018 guidewire around the impella cp. There was no noted harm or injury and the patient was escalated to the impella 5.5.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the product damage has been completed. Pump was not returned for investigation. Data log review was not required for this case. As per the clinical, details, guidewire distortion around the impella cp. The cause of the guidewire damage issue was not determined since product was not returned and sufficient clinical information was not provided.